Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement, inappropriate shock and undersensing were observed. During repositioning attempt, the pin of the lead was damaged. The lead was explanted and replaced. The patients was in stable condition after the event.